Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. It was reported a bolus that was delivered was not recorded in the pump history. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 04/18/2017 with the following findings: pump history shows multiple boluses manually programmed and fully delivered on (B)(6) 2015. An ezprime sequence was successfully completed. The pump was exercised for 24 hrs, no eaw¿s were recorded during this time. Manually performed a normal 10u bolus and a 10u audio bolus successfully. Both were accurately recorded in the pump history (see photos). Bolus history found to be recording properly during testing. No hypersensitive or stuck keys were observed on the keypad. Unable to duplicate the complaint. The display screen has a pinkish contrast. Battery compartment is cracked below the bumper pad. Cover crack observed between corner of display lens and case seal. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).